Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked events, two on 24-jun-2024 and one on 27-jun-2024. All the events occurred within 3 hours of insertion and the insertion site for all events were at waist. The bloods glucose level at the time of all the events was high (specific value unknown) and patient resolved all event by changing infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.